Manufacturer narrative:
Additional information: section d10: device available for evaluation? Yes, returned to manufacturer on (B)(6) 2021. Section h3: device returned to manufacturer? Yes. Device evaluation: the original folding carton, patient stickers, and implant notification card were received. No complaint lens was received; therefore, no product evaluation could be performed. The complaint issue could not be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search in complaint system revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Date of event: unknown, not provided, but the best estimate date is during 2020. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens was fully inserted and removed successfully with back up lens implanted due to bent haptic while loading. No further information provided.